Event description:
The recipient's device was reportedly explanted in order to undergo a MRI procedure. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the epoxy header and seam weld. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is believed to have been caused by damage induced during revision surgery. The no lock condition prevented an electrical test from being performed. Output capacitor leakage test readings were unstable due to flooded components. This is believed to have been caused by damage induced during revision surgery. Gross leak test revealed a steady stream of bubbles noticed at the brazed area. This is believed to have been caused by damage induced during revision surgery. This device was explanted for medical reasons. However, this device had a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.